Manufacturer narrative:
The device history record review has been completed, and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted at implant. Through follow-up, the surgeon indicated that the reason for explant was due to regurgitation/suture loop, and not related to a device malfunction. Operative report indicates, "...came off of cardiopulmonary bypass, but we were very surprised to see that we had at least moderate tricuspid valve regurgitation... We saw hat one of the leaflets on the valve was just simply not working and there was puckering and we suspected that the post was engaged either in a suture or in the subvalvular apparatus. We excised the valve and found that one of the posts had been engaged in the subvalvular apparatus and restricted"

Manufacturer narrative:
Event problem: device (B)(4) no code available = suture loop evaluation: method (B)(4) other = device not returned, discarded by hospital. Additional manufacturer narrative: the device history record review will be reported once completed. There has been no allegation or information to suggest a device malfunction. Without device return and evaluation, no further investigation can be performed into this report.